Event description:
It was reported that a patient in ireland has had a result of -2 diopters surgical outcome from the expected and planned surgery goal. It is very likely that an additional re-op (2nd surgery) will be executed in order to achieve the planned goal for the patient.